Event description:
The pt heard the pump alarming and experienced a little increase in spasticity. The pump was interrogated the next day. Telemetry confirmed a critical pump alarm was occurring and the pump was in safe state. The physician was able to reset the pump. The physician was waiting to see how the reset went and then if another issue came up, they would replace the pump. The pump was used to deliver baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).